Event description:
It was reported by the customer that bd pyxis¿ medstation¿ es prn condition not triggering for certain med orders. A patient safety event occurred when the prn condition failed to trigger in pyxis. Narcan IV push, ordered as q2min prn, appeared under 'due now' instead of the 'prn' tab during the nurse's medication dispense workflow. Similarly, zofran, ordered as prn for nausea/vomiting, also showed under 'due now. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating january 2022-december 5, 2024, under CAPA: 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. Serial number is not reported in complaint. Per swi, 1503-004-000-swi-mms complaint investigation, if serial number not available, then complaint history review (chr) is not required. No valid serial number attached to complaint record. Per swi 1503-004-000-swi-mms complaint investigation, if no serial number is provided, a device history review is not required. Upon investigation of the actual device used in this incident, it was determined device prn condition not triggering for certain med orders. The technical support specialist connected to carefusion coordination engine, found example provided. Found issue with str-proc 0481, did not have p0007. Added p007 to str-proc. Case completed. The system functioned as intended after a troubleshot by the technical support specialist.